Event description:
A report was received that the patient's precision system was explanted, as the ipg had begun to erode through the pocket site. The pocket remained closed, but the ipg was visible through the skin. The patient was reportedly doing well post-operatively and will be re-implanted in the future.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.